Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation of the articular surface hinge pin.

Manufacturer narrative:
Visual inspection of the returned hinge post extension identified scuff marks down the shaft and damage to the threads. Measured dimensions were conforming to print specifications. Review of the device history records and receiving inspection report identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination and no complaints for the other articular surfaces using this lot of the hinge post extension subcomponent. X-rays returned with the complaint confirm the hinge post extension had disassociated and was sitting laterally to the femoral component. Operative notes were not provided. The nexgen rhk surgical technique states that the hinge post extension should be threaded by hand into the hinge post then torqued to 130in-lbs of torque using the torque wrench. The technique also states that proper alignment of the tibial and femoral components must be maintained during the entire assembly process in order to prevent friction between the threads of the hinge post and hinge post extension, which could hinder adequate taper locking. The technique warns that under tightening of the hinge post extension may allow it to loosen over time. Per the nexgen rh package insert, dislocation and/or joint instability is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.